Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the provided pictures identified a small metal-like piece. The particulate was located outside the packaging. The device and particulate were not returned. Therefore, the reported event cannot be confirmed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1: telephone: (B)(6). G2: foreign: sweden.

Event description:
It was reported that the device had two metal shavings on the hose. The event timing was prior to surgery. There was no patient involvement. No adverse events were reported as a result of this malfunction. Due diligence is complete, no additional information has been received.